Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was oversensing with pacing inhibition and asystole greater than 2 seconds. The patient was hospitalized and the lead was capped with a new rv lead placed.